Event description:
It was reported that on (B)(6) 2023, the 36-year-old patient underwent the unknown surgery for fracture of right humeral diaphysis with the nail in question, and an event occurred in which nails were difficult to insert despite over-reaming. After opening the wound, a balled guide rod was passed up to the distal bone fragments to insert the nail with non-reaming at first, but the nail did not advance because the patient was a male in his 30s and had good bone quality. The surgeon reamed 1.5 mm over and tried again, but even this did not progress. He gradually increased the diameter to 2.0 mm, then to 2.5 mm, but still no progress. Finally, reaming was performed at 3.0 mm over and the nail was inserted to the optimum position. Despite reaming to 3.0 mm over, there was no distal fragment mobility, and the surgeon judged that there would be no rotational deformity as it was. Procedure was completed successfully with thirty(30) minutes of surgical delay using only 3 proximal screws and an end cap, without a distal transverse stop. No complaints from the primary surgeon. No further information is available. This report is for one (1) 7mm ti multiloc humeral nail right/cann/255mm-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Devce available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.